Event description:
During the sheath exchange, the hub of the cook raabe sheath came off. Wire inserted and across the lesion, reminder of sheath was being removed and began to come apart. The sheath was removed in it's entirely and replaced with different sheath. No pt injury. New thrombosis noticed in femoral artery. Pt taken to operating room for thromboendarterectomy.

Manufacturer narrative:
(B)(4) introducer damage is labeled in the IFU. Event eval: still under investigation.